Event description:
It was reported that the user experienced difficulty attaching the connector to the ilet, and during guidance over a call the user realized the connector had not been inserted correctly and then attached it properly. No adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fitting problem associated with the connector/coupler and a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.